Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-25025 and 1627487-2014-25026. It was reported, the patient was experiencing pain at the extension site. The patient underwent surgical intervention to have the extensions placed deeper due to them feeling superficial. During the procedure, the extensions were cut. As a result, the patient's extensions were explanted and replaced. Post-op, the patient was receiving full coverage/stimulation. All possible extensions have been reported since it is unknown which extensions were cut and explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.